Manufacturer narrative:
Patient diagnosed with capsular contracture, baker grade not reported. Subject device removed and replaced with textured silicone gel breast implant.

Event description:
Patient diagnosed with capsular contracture, baker grade not reported.